Event description:
It was reported that during preparation of the 2.50x20mm trek balloon dilatation catheter (bdc) and the 3.00x12mm xience xpedition stent delivery system (sds) using a syringe, air was continuously pulled, thus a leak was suspected in both devices. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 2.50x20mm trek bdc and a new 3.00x12mm xience xpedition sds were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The rx trek 2.50 x 20 mm mentioned in being filed under a separate manufacturer report number. The device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other incidents for leaks reported from this lot. Based on the reviewed information, no product deficiency was identified.